Event description:
The following coils were deployed into an aneurysm in the middle cerebral artery (aneurysm was 4,7 x 7mm in size, neck of aneurysm=2mm), using an excel 14 microcatheter (mc):orbit 6x10, 5x15, 4x10, 4x3 (2 pcs), 3x4(pcs). While deploying the last 3x4 coil (637mf0304), slight resistance was experienced. When the customer tried to retrieve the coil from the aneurysm and reposition it, the coil prematurely detached. A one-to-one relationship between the coils & mc was verified with fluro prior to repositioning of the coil, and no resistance was reported during insertion of the coil into the microcatheter. The coil was not totally out of the microcatheter when the premature detachment occurred. It was not possible to retrieve the coil while retrieving the microcatheter, so the coil was retrieve by microsnare. The retrieved coil was noted to be stretched.